Manufacturer narrative:
Head section assembly/safety hook.

Event description:
It was reported by service report that the hook is not springing back into position. No patient involvement or adverse consequences are reported.